Manufacturer narrative:
(B)(4). Date sent: 10/24/2025. Additional information: I can confirm that the procedure did have to be converted from robotic to an open procedure. The surgeon did reiterate that he did not suspect that the device failed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were multiple circular staplers opened during this procedure? If yes, please give the size and product code of each circular stapler? Any difficulties with the device that would lead to another stapler being opened? Was the device fired the same size as the anvil? Was it confirmed that the anvil used in the procedure matched the product that was used in the procedure? Please give more details regarding ¿the staples were visibly delivered but not formed.¿ please describe the shape of staples. If the surgeon does not believe this was a device issue, then what were the contributing factors to cause the intra op complications? What were the anatomical structures that was being anastomosed? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition?

Manufacturer narrative:
(B)(4). Date sent 11/11/2025. D4 batch #609d13. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29b device arrived with no apparent damage with some unformed staples laying flat on the guide face of device and protruding staples inside the pockets. The returned cdh29b anvil had only one half of the washer present. Based on the staples present on the device, it is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product. The washer half of the returned anvil was removed and the device was reloaded with staples a new washer was placed on the returned anvil and the device was tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The condition of the unformed staples indicates that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 609d13, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 9/29/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the staples were visibly delivered but not formed.

Manufacturer narrative:
(B)(4). Date sent 10/13/2025. D4 batch #609d13. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29b device arrived with no apparent damage with some unformed staples on the guide face of device and others protruding in the pockets. Also, an anvil with half washer was present. Due to some staples present on the device, it is possible that the returned anvil and washer does not belong to the returned device since anvils are interchangeable with the same product. The device was reloaded with staples and tested with a test washer for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The condition of the unformed staples indicates that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 609d13, and no non-conformances were identified.